Event description:
Ok key is not working; reporting due to a defective keypad. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log is not sufficient to confirm this event. Device was not returned to france but defective parts changed following servicing returned to france for investigation. Complaint investigation was performed by our investigators. During the visual inspection of the spare part, the investigator noticed that the upper case kit was very dirty and that all the tracks on the keyboard connection, with the exception of the on/off button, were cut off. He connected the upper case to a test device in order to verify the complaint. He was able to start and stop the device by pressing the start/stop button. But all the other buttons were not working. He then took the keyboard out of the case and found no signs of oxidation. For keypad (sn: (B)(6)): it was out of service due to deterioration of the carbon tracks of the connection. Therefore, the reported complaint was confirmed. This complaint is considered valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.